Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose of 442 mg/dl at the time of incident. The customer also reported blood glucose of 311 mg/dl. The customer reported that the no delivery alarm was resolved by changing infusion set including reservoir. The reservoir will not be returned for analysis.